Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: review of the black box data revealed records of the pump re-starting. On examination, there was no damage to the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The test battery cap secured properly to the pump. The pump was powered on successfully during investigation. Power loss was not duplicated during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the pump emitted a call service 078-0008 alarm during the rewind step indicating a motor rewind error due to moisture damage. Moisture was found inside the pump on the printed circuit board due to moisture ingress at the site of a crack in the pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.